Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The analyst noted that svc defib lead impedance was greater than 200 ohms on 31aug2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that sic counts went up to 6 within 3 days.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was oversensing the ventricle during manual lead impedance testing. No intervention was completed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.